Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had fluid in the reservoir compartment. The customer¿s blood glucose was unknown. The customer states the insulin pump was exposed to fluid/moisture. The customer was assisted with troubleshooting. The customer states that he does not see an o ring .and o-ring inside lip of reservoir compartment was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer also reported about pump error alarms and self-test was performed and test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit was received with all buttons responding properly. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors, battery errors or bolus anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.